Event description:
It was reported that premature core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The closure device was positioned in the appendage. As the physician was checking position, the sheath was withdrawn slightly for the tug test, and it was noticed that the closure device had detached. The physician kept the sheath position at the face of the device. The closure device position was checked for compression and seal which met criteria. The closure device was then observed for more than twenty (20) minutes. There was no shifting noted, and the physician was satisfied with the placement of the closure device. There were no patient complications, and the patient was discharged home.